Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement. Patient twiddling is suspected. Another lv lead was successfully implanted. No additional adverse patient effects were reported.